Event description:
The customer reported to philips healthcare that the heartstart xl was in synchronous model with adhesive pads when it failed to "download the first administration of therapy", the second administration was successful. There was no pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.